Event description:
It was reported that when the device was used during a laparoscopic nephrectomy, the reload fell out of the device inside the patient. Reload was retrieved. There was no reported patient consequence.